Event description:
It was reported by the patient that the patient was "kicked like a mule and then there was nothing" and the patient also noted hearing an alert. Follow-up with the device clinic noted that the patient is no longer followed by that clinic and no further information could be obtained. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm ICD, implanted (B)(6) 2013. (B)(4).